Event description:
During left knee arthroscopy when shaver was used black marks were noted on the monitor screen. Blade was removed and wiped with a sterile gauze. No residual was noted. Another blade was used and again left black marks. Blade was removed and checked - could not determine where black marks were originating from.